Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available no further investigation required.

Event description:
Material no.: 305110 batch no.: unknown. It was reported that during use of the needle 26x3/8 ib the needle broke while inserting into cartridge. The following information was provided by the initial reporter: customer reported needle broke while filling cartridge with insulin customer did not allege cartridge issue with cartridge in relation to needle/syringe issue. Customer did not report difficulty inserting needle into septum.